Event description:
It was reported that prior to distribution during validation testing it was noted that two different 3.0 x 28 mm xience v stent delivery system (sds) device labeling did not match. The stent identification (ID) on the chipboard box did not match the stent ID on the inner packaging. Device part number 1009541-28, lot number 1051141, pouch (B)(4), chipboard box (B)(4); and device part number 1009541-28, lot number 1051141, pouch (B)(4), chipboard box (B)(4). There was no patient involvement. All relevant information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow up will be submitted with all additional relevant information. The additional xience v is being filed under a separate manufacturing report numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: photos of the devices/labeling reviewed confirmed the reported information. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no product quality deficiency and the issue likely occurred as a result of an inadvertent mix-up post manufacture while the devices were downgraded and being stored/used as demo devices.